Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 400cc mentor memorygel breast implant ruptured intra-operatively. There was no report of adverse event or patient consequence. As a result, a 375cc mentor memorygel breast implant (catalog: 3505375bc, lot: 9623604, sn: (B)(4)) was implanted instead.

Manufacturer narrative:
On may 11, 2022, the mentor failure analysis lab received the device for evaluation. On may 31, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth uhp 400cc breast implant was found to have an area of missing material on the anterior view, measuring approximately 2.0 cm x 1.5 cm. Microscopic examination was performed on the edges of the missing material, and parallel striations were found in an area of the tear, measuring approximately 0.4 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the missing material could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.